Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was performing differently than expected. A health care professional (hcp) requested information to extract the lead. No further information or evidence of corrective actions could be obtained. The lead remains in service. No adverse patient effects were reported.